Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have patient information for the reported event. The reported complaint was not confirmed. The hospital reported that they rebooted the unit to correct the issue on the recommendation of the ge healthcare service representative.

Event description:
The hospital reported the unit alarmed 'manifold pressure sensor failure' during use. The user switched to manual ventilation to complete the case. No report of patient injury.